Event description:
Caller stated that her daughter has a kangaroo feeding pump and that the home health nurse told her that the bags are the problem and not the pump. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).